Manufacturer narrative:
Date of report: 05may2021. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Event description:
It was reported that a ventilator could not run. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
B4:21may2021. The device was evaluated by the customer and an international field service engineer (fse). The fse confirm the reported problem. It was reported that the fse was onsite, performed a device check, rebooted the device, and the device was back to normal. No parts were replaced. No other anomalies were reported.